Event description:
It was reported that the pump was not detecting lock. There was no patient involvement. Analysis of the device found that the downstream occlusion seal was lifting.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was lifting. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing duplicated the reported issue as the pump latch lock could be seen not meeting required specification due to an inoperable latch lock. The latch lock was replaced, along with the dso seal. The latch lock flex was also replaced.